Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received his scs system, including an ipg and surgical lead, on (B)(6) 2010. The lead was explanted and replaced on (B)(6) 2010. It was reported that the patient experienced right side pain from the nipple to abdomen. Reprogramming efforts did not resolve the issue. The system was explanted on (B)(6) 2010 and replaced with a competitor's system. The explanted lead was not returned to the manufacturer for evaluation. No further information is available.